Event description:
The customer reported that the system had an x-ray error then would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.